Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal surgery, while using the device, the black pusher thumb piece could not be moved at all and it did not fire. A new reload was used to complete the case. There was no patient injury.